Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported in the technical services call that the external pulse generator had a broken ventricular connector. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Event description:
It was reported in the technical services call that the external pulse generator had a broken ventricular connector. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator had a broken ventricular connector and found it to be contaminated as well. Analysis also found the upper and lower cases and lead flex cover broken and that the lead flex cover was corroded and contaminated as well, that the battery release, heart block, heart wire contacts, liquid crystal display, main printed circuit board, encoder flex and heart lead flex were contaminated, that one case screw was missing, the battery contacts were compressed and the battery skating damaged and that the battery drawer was broken and contaminated. It was noted that due to extensive damage the generator was being returned to the customer unrepaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.